Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture).

Event description:
Dexcom was made aware on 07/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with inflammation and swelling on the area underneath sensor pod area only which occurred 2 days after the sensor had been inserted in the arm. Before placing the sensor on the body, the area was prepared with alcohol and a prescription oral medication, cefalexin, that was prescribed by the clinic. No photo was provided for review. At the time of the report, the patient was fine. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.